Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead may have been dislodged. The patient was referred to his physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).